Event description:
The rptr states that the lancet protrudes past the cap of the accu-chek softclix lancet device after firing. No accidental stick or adverse event reported. The accu-chek customer care svc center sent new device and requested return of suspect device.